Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint "cannula seal broke off". Failure analysis found the primary failure of broken seal to be related to the customer reported complaint. The seal was found to be broken at the luer fitting. The broken piece was not returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the luer fitting during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal accessory port broke off and was stuck inside the insufflation tubing. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue did not cause a rapid loss of insufflation; only minimal loss was noted. No fragments were missing at the portion of the instrument that enters the patient, and no fragments fell into the patient¿s anatomy. No post-operative imaging such as x-ray or ultrasound was performed to check for fragments. There was no injury to the patient, and the procedure was completed robotically as planned, although insufflation was switched to an alternative port. The incident did not result in any delay. Replacing the universal seal accessory did not resolve the issue. No photographic images or video recordings are available for review. The top piece of the instrument has already been returned for evaluation, but the insufflation tube was not kept.